Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that on (B)(6) there was an infusion leak. The patient was checked and found that the stylet had been removed from the lock sleeve, which was re-fitted and re-dosed. The patient was reinserted and readministered. When the stylet and lock sleep were removed, the catheter was severed. On (B)(6), it was still leaking during infusion. (A torn catheter remained in the stem.) On (B)(6), replaced with cv. No infection in the patient who was using it. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break is confirmed and was determined to be use related. The product returned for evaluation was a groshong nxt clearvue proximal connector piece assembly with an injection cap. A small piece of the catheter shaft was on the tip of the proximal connector. Microscopic inspection of the break surface revealed an uneven, granular surface. The features of the break surface suggest the catheter likely broke due to tensile stress. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that on 1/25 there was an infusion leak. The patient was checked and found that the stylet had been removed from the lock sleeve, which was re-fitted and re-dosed. The patient was reinserted and readministered. When the stylet and lock sleep were removed, the catheter was severed. On 01/28, it was still leaking during infusion. (A torn catheter remained in the stem.) On 1/29, replaced with cv. No infection in the patient who was using it. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device failure was first found on (B)(6) 2024, the event continued to occur on multiple dates until the device was removed on (B)(6) 2024.

Event description:
It was reported that on 1/25 there was an infusion leak. The patient was checked and found that the stylet had been removed from the lock sleeve, which was re-fitted and re-dosed. The patient was reinserted and readministered. When the stylet and lock sleep were removed, the catheter was severed. On 01/28, it was still leaking during infusion (a torn catheter remained in the stem), removed the stylet and lock sleeve and the catheter was discontinued. On 1/29, replaced with cv. No infection in the patient who was using it. There was no reported patient injury.